Manufacturer narrative:
(B)(4). Date sent: 6/11/2024. B3: unknown; captured as awareness date. D4 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the customer received one manufacturers box that had no product code, lot number, or expiration date referenced and there was a label that says, ¿not for human use¿. There was no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 7/16/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: since this complaint is for the customer receiving a dunnage probe, a call home data review is not necessary. The returned probe was verified to be a dunnage probe and had all the correct labeling of one. The box and tyvek were labeled as such and the probe cable was cut, rendering it unusable. The potential cause of the customer receiving an incorrect probe is unknown. A search of nonconformities (ncs) was performed for lot ml23118732. One nonconformity was seen, (B)(4), for a damaged shipping box on the pallet with batch number ml23118732. This is unrelated to the complaint description of a customer receiving a dunnage probe.